Manufacturer narrative:
The lot/serial number for the device was not reported, hence a review of the manufacturing paperwork was unable to be conducted.

Event description:
In the course of investigating the event reported in medwatch 2017233-2007-00181, it was determined that the device got caught on the 18 fr gore introducer sheath. The result was distal olive separation of the device.